Manufacturer narrative:
Date of event is estimate.

Event description:
It was reported that the patient's right l2 lead had migrated. The issue was confirmed via x-ray. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.